Manufacturer narrative:
Patient age is reported as approximately forty ((B)(6)) years. 510k: this report is for an unknown pfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Catalog number could be 472.310s or 472.295s. Complainant part is not expected to be returned for manufacturer review/investigation. : without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a proximal femoral nail antirotational (pfna) nail implant procedure on (B)(6) 2018, the blade would not lock into the nail as expected. Reportedly, the k-wire became stuck in the proximal hole of the nail and it was not possible to drill through with the drill bit. The surgery was successfully completed by freehand, without the aiming arm. Another pfna nail used to complete the procedure. There was no additional medical intervention required. No additional, unanticipated x-rays were needed. There was a 45-minute delay in the surgery due to the reported events. The patient was reported to be stable at the end of the procedure. Concomitant devices: insert handle radiolucent for pfna (part: 03.010.405, lot: 8365827, quantity: 1), aiming arm for pfna blade (part: 03.010.407, lot: 2723030, quantity: 1). This report is for an unknown pfna nail. This is report 1 of 3 for (B)(4).